Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient was hospitalized, and a revision procedure was performed to explant and replace the device. Besides intervention, no other adverse patient effects were reported. Device return is expected.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient was hospitalized, and a revision procedure was performed to explant and replace the device. Besides intervention, no other adverse patient effects were reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. Despite operating in safety mode, it was confirmed that brady therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient was hospitalized, and a revision procedure was performed to explant and replace the device. Besides intervention, no other adverse patient effects were reported. Additional information: this device was returned, and analysis was completed. This report is updated with the product investigation results.